Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump was off when she was about to do a bolus. The customer¿s blood glucose was unknown. Customer reported she woke up with her blood glucose with over the meter reading. Customer was on her way to the hospital now call was disconnected. The insulin pump will not be returned for analysis.